Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced abnormal bleeding. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to vaginal vault prolapse, cystocele, and rectocele it is reported that the patient experienced pain, dyspareunia, vaginal scarring, pelvic pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures and on (B)(6) 2007 underwent excision and revision of vaginal vault mesh. It was also reported that a portion of excision of mesh was surgically removed on (B)(6) 2007. The patient underwent cystourethroscopy on (B)(6) 2008. It was reported the patient experienced mesh erosion and underwent excision of anterior and posterior mesh, anterior colporrhaphy with perivaginal repair, vaginal vault suspension of uterosacral ligaments, vaginal enterocele repair, posterior colpoperineorrhaphy and cystoscopy on (B)(6) 2009. It was reported that patient underwent takedown of vaginal constriction and vaginal adhesions, mesh removal and cystoscopy with hydrodistention on (B)(6) 2009. No additional information is provided at this time.